Event description:
Based on the information reported to davol: (B)(6) 2010 - the customer alleged the hernia patch tore apart on attempted implant. The mesh was not implanted and there was no patient injury.

Manufacturer narrative:
It was reported to davol that the mesh tore apart during the attempted implant. There was no reported patient injury. The returned sample exhibited warped surfaces and a kinked recoil ring, which are consistent with the damage caused by over-manipulation of the device. A small mesh area was over stretched thus exposing the recoil ring. There was no mesh torn apart as reported. A manufacturing review was performed and did not find any evidence of a manufacturing related cause for the reported event. Based on the information provided, the mesh appears to have been over manipulated by the user to the point it could not be used for the procedure.